Event description:
It was reported that this pt claims multiple revisions on left knee. It was further reported that pt has pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR. # 2249697-2012-00395.